Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the infusion set tubing disconnected from the luer lock. The customer successfully reconnected the luer lock connection and resumed insulin delivery. Blood glucose was 250 mg/dl.